Event description:
During a right shoulder arthroplasty with reverse total shoulder replacement, it was noted that one of the drill bits was inadvertently broken within the vault of the glenoid. It could not be removed without further bone destruction, and therefore, based on its replacement within the bone, it was left in place.